Manufacturer narrative:
As reported, the sorbafix fastener didn't penetrate the mesh and tissue. The subject device was returned for evaluation. The device had been depleted of all fifteen (15) fasteners having been deployed prior to sample return and a functional evaluation of the sample could not be performed to reproduce the reported problem. The device handle cover was removed finding all the components in place. Material deformation was found on the input clutch gear. No manufacturing anomalies were found. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Deformation of the input clutch gear is the result of forces applied to the device during user / device interface, which likely lead to the performance issue reported. The instructions-for-use include with the device recommend the following: place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area." Sample evaluated.

Event description:
As reported, on (B)(6) 2020 during an unspecified procedure the sorbafix device was deployed, the fastener could not pierce the mesh and tissue. The loose fasteners were removed from the patient. The surgeon is an existing user of the device. There was no reported patient injury.